Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation. D4 catalog number is unknown.

Event description:
It was reported that the patient was experiencing infusion cassette malfunctions. The patient was able to swap out the cassette. No patient injury reported.